Event description:
The unit (defibrillator) failed a self-initiated auto test which resulted in a functional lock-out and audible alarm occurring at 00:37am. The staff was not aware of the issue until 11:00am when they investigated the beeping alarm (the unit was in an e.p. Lab not in use that day). The unit (defibrillator) displayed a message: "charge shock failure - therapy pca".biomed response was to verify the problem running unit's (defibrillator) opcheck (operational check/test) function did not clear symptom and removal of the unit to biomed. The battery was removed to silence the alarm. The symptom was observed multiple times in biomed during the opcheck function. The manufacturer was called and while on the phone, they asked for the serial number which is under a removable ac power supply. After the ac power supply was reattached and an opcheck performed, the symptom cleared. We believe that a total power down reset occurred because the battery was still removed when the ac supply was removed. Not explained was the fact that the symptom persisted even after the unit was transported to biomed with the battery removed and no ac power connected. The symptom cleared only after both the battery and the ac power supply was removed, followed by the opcheck routine.this unit was returned to the manufacturer for evaluation and their findings are not known at this time.